Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip did not come off the medium-large clip applier instrument after clip application. The site had a same problem earlier this week but not until today did we notice that one of the tongs that holds the clip is slightly bent. The problem occurred the first time the instrument was used as well. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the reported complaint. Fa found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was found to have failed the clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The clip test was performed and failed. The clip did not release from the instrument grip tips. Root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by the site that is related to the primary failure was identified. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.023" offset at the tips. As a result, the clip could not be properly loaded on the grips. This failure caused the clip test failure of the instrument. The root cause of this failure is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the medium-large clip applier instrument part #: 470327-12 / lot #: k10220307-0296 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a cholecystectomy procedure. There were 88 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.